Event description:
The customer observed imprecise vitros valp qc results on multiple dates from may to june on the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that valp precision was outside manufacturer's specifications. The root cause is analyzer related. Ocd field service investigated and made necessary repairs, returning the vitros 5,1 to expected operation.